Event description:
A customer contacted baxter stating that a transfer set had failed. Product surveillance contacted the peritoneal dialysis nurse who stated that the home patient came into the clinic with his transfer set leaking. The pd nurse changed the transfer set and took the transfer set apart. She stated that the occluder feet were broken and she then discarded the transfer set. She did not know what could have caused or contributed to the broken occluder feet. The home patient was able to resume therapy successfully and there was no patient injury or medical intervention associated with this incident.

Manufacturer narrative:
Per the nurse, the sample was discarded.